Event description:
It was reported that, during an ablation procedure to treat ventricular tachycardia, while mapping the left ventricle, using a thermocool smarttouch bi-directional navigation catheter, the patient started feeling pain and being unstable. A dissection of the right coronary artery was diagnosed.the event required intervention in order to repair damage to the right coronary artery. After the intervention, the patient was stable, but several hours later the patient deceased.

Manufacturer narrative:
(B)(4).